Manufacturer narrative:
Patient weight is unknown; patient described as not overweight. This report is for an unknown cortical screw/unknown lot. Device planned for explantation on (B)(6) 2015; it has not been reported if the device was explanted on that date as planned. 510k information has been requested. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that it was noticed that a plate is bent and possibly broken; additionally one cortical screw is broken. Revision surgery is planned for (B)(6) 2015. This report is for an unknown cortical screw. This is report 2 of 2 for (B)(4).